Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Upon visual inspection, the tip shows signs of activation and there is a break in the middle of the active loop. The condition of the electrode tip indicates that activation was stopped at the point of failure due to the sharp edges and surfaces of the fracture location. It was indicated during test work and analysis that the electrode loops are more likely to fail when activated in the beak which is a condition not unexpected in the field. IFU advising the user not to operate the electrode s in the beak of the sheath. Cause is use error.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the electrosurgical device was used. During the evaluation, a break in the middle of the active loop was found. No further information is available.